Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer stated that alarm was occurred twice. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer also reported that the insulin pump had unexpected restart again after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.